Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Returned therapy cable could not be tested due to weight and alert button housing issue unrelated. The device meets specification and user requirements. Device episode record indicated that the patient was wearing the wcd system during the asystole episode. Wcd is not indicated for the treatment of asystole. Patient death was not related to wcd performance.

Event description:
Patient's caregiver called in to report that the patient expired. Patient had just arrived from the hospital and was sitting on the couch when the patient grabbed their chest. Patient's caregiver called 911 and the ems spent about 35 minutes trying to revive the patient but was later pronounced dead. Patient's caregiver further reported that there was no shock. Patient's caregiver stated that the wcd system alerted to "call 911" but did not provide therapy. MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.